Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received excessive motor error alarms. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI insulin pump will be replaced.